Event description:
A patient who is allergic to latex was being seen by physical therapy (pt). The therapist sized, fitted, and issued a product containing latex (tubigrip) to be worn around knee. The therapist was under the impression the product was latex-free at the time of issue. Therapist contact patient immediately after being informed by clinical manager and instructed patient to stop using and discard it immediately. Patient expressed understanding and reported no allergic reaction to product. The therapist suggested internal fixes to avoid this from happening: keep product in original packaging while stored. Review products containing latex with staff. Physically separate latex-containing products from rest of equipment.